Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012315112 was returned and analyzed. Visual inspection was performed and the catheter appeared intact without any visible issues. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Slide function was as expected, and the shape of the capture device was unremarkable with no atypical features. The catheter was connected to a test catheter interface cable without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. The catheter was reprogrammed before connection to the generator via a test catheter interface cable, and therapy deliveries were successfully performed. Hipot verification of the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the reported clinical issues (coughing/coughing blood) occurred during the procedure with no indication that the adverse event was related to the performance or a malfunction of the product and the loop catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulse select procedure , the procedure was aborted after the use of a transseptal device. The patient, who was under deep sedation with propofol and fentanyl, began coughing and subsequently coughed up blood shortly after the pulse select catheter was positioned against the ostium of the right superior pulmonary vein. The patient was heparinized and then treated with an anticoagulant antagonist. No ablation was performed during the procedure. The patient underwent bronchoscopy twice and was hospitalized for extended observation due to the injury sustained. The patient was reported to be in good condition with no bleeding or residuals. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 10fcc20 (0012326587); product type: 0629-flexcath sheath; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.